Event description:
The report from the cypher database indicated: a pt with a history of amoking and diabetes had a procedure to a 2.5mm om that was moderately tortuous. The 6mm de novo, type b2 lesion was smooth and eccentric with little or no calcification and no thrombus. Intraprocedure medications were plavix and reopro. The site was not pre-dilated. A 2.5x8mm cypher stentwas deployed to the site at 8atm with reportedly satisfying results; there was no evaluation done. Timi flow pre and post procedure was three. The pt was discharged the next day on plavix for 3 months, aspirin, statins, and anti-anginals. Seven months later, the pt had a 95% isr and 95% distal peri-stent restenosis of the cypher stent. Timi flow was 2. The event was treated successfully with the implantation of a 2.50x23mm cypher stent.